Manufacturer narrative:
An additional aortic tag thoracic endoprosthesis (ctag) item number tgu454520 was also involved with this complaint. The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2014, a patient underwent elective endovascular treatment of a ruptured acute dissection in zone 2, which extended to zone 10. The tevar indication was for a rupture in zone 4. The primary entry tear was located in zone 2 and was covered. Two conformable gore® tag® thoracic endoprostheses (tgu404020 and tgu454520) were implanted within zones 2 and 4, with coverage extending from zones 2 to 5. At the time of the initial procedure, the maximum aortic diameter was reported to measure 40mm, in zone 5. The maximum aortic diameter within the treated area at discharge was reported to measure 52mm. A staged surgical bypass of the left carotid artery (lca) and left subclavian artery (lsa) was also successfully performed without coverage of the lsa. It was reported that the patient had a spinal drain placed and received a transfusion of 2 units packed red blood cells and was transferred to the intensive care unit. There were no complications reported and the patient was discharged to home on unknown post operative day(s) 8. The patient underwent follow up visits on unknown pod(s): 31, 434 and 632 on an unknown date, approximately pod 31, follow up imaging reported the maximum aortic diameter within the treated aorta, evg measured 51mm. On an unknown date, approximately pod 434, follow up imaging reported the maximum aortic diameter within the treated aorta, evg measured 60mm. On an unknown date, approximately pod 632, follow up imaging reported the maximum aortic diameter within the treated aorta, evg measured 46mm.